Event description:
It was reported that during a tfn procedure the surgical staff reported that the end of the hb connecting screw broke off during the final stage of insertion. All pieces were retrieved and the surgery was completed without further incident and with no adverse effect to the patient noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The suppliers certification indicates the correct material was used and correct hardness value was obtained. This complaint is invalid from a manufacturing standpoint. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. The weld between the shaft and the base of the knob has a hairline crack around approximately half the circumference. There are numerous dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Placeholder.